Event description:
It was reported that during a breast biopsy, while attempting to insert the tissue marker, the introducer fell out of the handle. Switched to a different device and completed the case with no pt consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one applier was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.